Event description:
On (B)(6) 2017, the reporter contacted lifescan USA, alleging that the subject meter read inaccurately high compared to another meter the reporter claimed obtaining blood glucose readings of ¿354 mg/dl ¿ with the subject meter and ¿128 mg/dl¿ on the other device, performed within 30 minutes of each other. At the time of troubleshooting, the reporter performed a control solution test and the result fell outside the expected control solution range. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.